Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced failed battery test, damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. Customer reported, receiving a battery failed alarm. No harm requiring medical intervention was reported. Mmt-1880 was requested. And customer will discontinue to use the insulin pump. Customer response was, the device will be returned.

Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. No failed batt test alarms noted during testing. Unit was successfully downloaded using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. On adapt, no relevant alarms were recorded on or near event date. Pump was cut open to perform a visual inspection and found no moisture damage. Test p-cap locked in place properly during testing. The following damages were also noted: corroded battery tube, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), serial number label missing, cracked case, missing display window/cover, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and scratched case. In summary, customer concern for failed batt test not confirmed. No failed batt test alarms noted during testing, or in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.